Event description:
It was reported that the pins in the pump usb port were noted to be crooked. As a charging cable could not be connected to the usb port, the pump was unable to be charged properly. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.